Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed as it is pending receipt. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complication associated with use of the device.

Event description:
As reported, during aneurysm procedure, the coil was stretched and detached in the microcatheter. Replaced with coil of the same specification. Current condition reported as, normal.

Manufacturer narrative:
The investigation of the returned coil system found the pusher kinked at the hypotube and proximal connector, and the implant stretched at the proximal section and separated from the pusher; however, no indication of activation using a detachment controller was found on the pusher heater coil. Furthermore, the pusher's monofilament exhibited a tensile break shape at the tip, which is consistent with the device experiencing forces that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.